Event description:
Customer reported a past high blood glucose event, with the specific level displayed as "high" and the cause unknown. To resolve the high blood glucose, the customer administered a correction injection via multiple daily injections (mdi). Control iq feature was not active at the time, and although experiencing frequent high blood glucose events, the customer declined additional assistance. Technical support advised the customer to consult with a healthcare provider to discuss factors affecting blood glucose levels, which the customer acknowledged.